Event description:
It was reported that during the implant procedure, this device exhibited failure to pace when connected to the right atrial (ra) lead. Additionally, the ra lead would not fit correctly into the port of the device header. The physician elected to exchange the device to resolve the event. It is unknown at this time if the ra lead is a boston scientific product. The patient was stable with no adverse consequences. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
This report is being filed for additional information in b5, h6, and h10. Upon receipt in our post market quality assurance laboratory, high power visual inspection confirmed that the insertion of the atrial lead resulted in displacement of the coil spring from the terminal block. This caused the coil spring to be pushed into the distal portion of the atrial lead barrel. This damage resulted in the observed lack of pacing and sensing during the implant procedure. Laboratory testing did not reveal any other abnormalities which would contribute to the clinical observations.

Event description:
It was reported that during the implant procedure, this device exhibited failure to pace when connected to the right atrial (ra) lead. Additionally, the ra lead would not fit correctly into the port of the device header. The physician elected to exchange the device to resolve the event. It is unknown if the ra lead is a boston scientific product. The patient was stable with no adverse consequences. The device was received for analysis.